Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately tortuous and severely calcified vessel of a limb. After a guidewire crossed the lesion, a 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.